Manufacturer narrative:
Merge unity pacs is designed to display a message to the user when an exam report fails to upload to the image server. In this instance, there was no evidence that the physician received the message warning that the report did not upload. It was not possible to determine if the message displayed on the screen for the physician when the report was first read and saved. The merge healthcare unity investigation showed the database was updated but the report did not upload to the server. The audit trail showed the exam was read, approved and saved. To resolve the issue, the exam was re-read by the physician. Station logs had truncated, therefore were unavailable for review. No other review/investigation will be performed for cause.

Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2018 a customer reported that an exam report was missing. The merge unity support technologist's investigation into the customer's allegation showed that the report did not upload successfully, and would have to be recreated. The audit trail does show a "report save" event. When the merge healthcare investigation started, the customer's station logs had truncated, and therefore, the workstation logs were unable to be reviewed. While images are available, a finalized report not being available for subsequent review by the patient's physician could potentially result in a delay in care that could lead to harm. However, the customer did not allege any harm, serious injury or death as a result of this issue. (B)(4).